Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 25mm 11400m mitral valve and a 11500a 23mm aortic valve were explanted after an implant duration of 3 months and 15 days due to unknown reason. The aortic valve was replaced with a 11060a 21mm valved conduit and the mitral position was replaced with another 25mm 11400m valve.